Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. This malfunction has not been previously reported as causing or contributing to patient injury and the initial report was submitted in error.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a strike cap was broken off the handle. It is unknown when the instrument became damaged.